Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that she went to the health care provider. The customer was offered to troubleshoot for high blood glucose but declined and stated the it is the wound that opened up after she had stitches. The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The customer troubleshooting was stop because she did not have pump set up and have no idea how to use sensors. Customer was advised to discontinue use of sensors until she got trained.